Event description:
Per the independent repair center, the customer alleged problem is not stated. The key failure is the capacitor is bad causing the unit to not start. As stated on the repair statement additional malfunctions on this device: power switch has no alarm and the pilot valve alarms and shuts down.